Event description:
It was reported that during a vns replacement surgery on (B)(6) 2018 the lead was found to be fractured and yellow liquid was found in the patient¿s chest pocket (reported in MFR report# 1644487-2018-00956). The neurosurgeon was not comfortable doing a revision or replacement of battery at that time. Full revision surgery occurred. The explanted devices have not been received by the manufacturer to-date. Additional relevant information has not been received to-date.

Event description:
The explanted devices were reported to have been discarded.